Event description:
It was reported that during a cl surgery using the tristar 50 a metal electrode ball falls off inside the patient, the ball was not found when looking for it in the surgical field of vision and the suction equipment. The x-rays did not show that the metal foreign body was left in the patient. The procedure was completed with the same device. A delay grater than 30 minutes was reported. The patient is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Based cytotoxicity testing the tristar 50 icw passed cytotoxicity testing and is considered non-toxic. No patient injuries beyond the additional surgical time reported. The patient impact cannot be determined. The patient was stable. No further medical assessment can be rendered at this time. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Visual inspection of the device revealed that there minimal erosion of electrode screen, an electrode ball detached, and that the screen was torn around the area of electrode detachment. Some fibers present on the tip. The wand was connected to a known good controller, which revealed that the device activated despite the detached electrode. Suction performed as intended. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface such as an insertion cannula and/or (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Based cytotoxicity testing the tristar 50 icw passed cytotoxicity testing and is considered non-toxic. No patient injuries beyond the additional surgical time reported. The patient impact cannot be determined. The patient was stable. No further medical assessment can be rendered at this time. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Visual inspection of the device revealed that there minimal erosion of electrode screen, an electrode ball detached, and that the screen was torn around the area of electrode detachment. Some fibers present on the tip. The wand was connected to a known good controller, which revealed that the device activated despite the detached electrode. Suction performed as intended. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface such as an insertion cannula and/or (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.